Manufacturer narrative:
The pump was discarded within the operating department. The data logs were returned for analysis. The logs show no suction alarms were triggered during support and there is no indication from the placement signal or motor current that suction occurred during support. Logs did not indicate anything abnormal during support. The manufacturing review did not reveal any other complaints against this lot of aachen, germany manufactured pumps. The product was not returned and could not therefore be inspected to determine the cause of the torn chordae. In addition, no echo imaging was shared for analysis. The complaint is a medium risk index based upon low occurrence and major severity. No corrective action is warranted, as the root cause was unable to be determined. The failure mode will be monitored and trended. (B)(4).

Event description:
(B)(6) year old male was admitted with a stemi and placed upon impella 5.0 support as decisions were made for angioplasty versus CABG. He was noted to have an ejection fraction of only 5-10%. The impella 5.0 was inserted through an axillary artery cutdown with hemashield 10mm graft placement. The insertion was successful and support initiated on (B)(6) 2017. The pump supported the patient successfully for 9 days and then the patient was transferred to a tertiary medical center for further evaluation and possible escalation of care to vad or transplant. During these days, the physician and team were able to attempt intervention upon the native coronary arteries and place stents within the left anterior descending and left main arteries. While admitted to the second hospital, the patient's weaning off the impella 5.0 began and the support team observed mitral valve regurgitation (mr). The mr prompted the team to replace the valve while also undergoing a single bypass (CABG) graft placement. The physician noted that the posterior cord was torn and prolapsed. In total the impella 5.0 supported the patient from (B)(6). The patient recovered and is stable.